Event description:
Affiliate reported that this report is for the record. After implantation, it was found by radiography that the stepping motor was dislodged from the base plate. Doi and the setting pressure are unknown. Since the fluid flows through the device without problem, the revision is under consideration.

Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed. Device is still implanted.